Event description:
The customer obtained multiple, lower than expected, vitros valp results using two different biorad quality control fluids processed on a vitros 5,1 fs chemistry system. Qc fluid biorad l1: 25.2 vs. Expected result = 36.5 ng/ml; qc fluid biorad l2: 58.4 vs. Expected result = 73.7 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected with patient samples. There was no report that patient samples were affected or reported from the laboratory at the time of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, lower than expected, vitros valp results were obtained from two different biorad quality control fluids processed on a vitros 5,1 fs chemistry system. The most likely root cause of the event was the vitros valp reagent packs in use at the time of the event. Acceptable vitros valp performance has been observed using an alternate reagent lot. There was no evidence that an instrument related issue contributed to the event.